Manufacturer narrative:
The insulin pump alarmed motor error during rewind and motor position encoder error in the alarm history due to motor encoder signal out of phase. We were unable to perform the displacement test due to motor error alarm. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the customer was half way through and MRI and the insulin pump alarmed motor error. Customer stated the MRI technician informed him to remove the device when it was too late into the MRI testing. The customer's blood glucose was 116 mg/dl. Troubleshooting was performed and it was noted the device had alarmed motor position encoder error. The device is currently alerting to fill tubing. Customer was advised to discontinue use of the device, revert to his backup plan, and the device needed to be replaced. He agreed to return the device for analysis.